Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: opening and broken crease sharp on radius and posterior, creases fold, stress marks and wear abrasion. Based on the device analysis the final assessment is: a broken and opening crease sharp on posterior and radius assessed as fold flaw opening.

Event description:
Healthcare professionally reported left side rupture. Device has been explanted.